Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 17 mg/dl and a result between "90 mg/dl to 110 mg/dl". No adverse event reported. It is unknown which test strip lot number was used for the result comparison. The results were either taken with test strip lot number (497924) or with an unknown lot number. Return of the suspect device was requested for evaluation.